Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Plastic degradation the analysis results found that the device was returned with the cap separated from the base. Evidences of welding were noted on assembly area. No functional testing could be performed to evaluate the reported insufflation issues due to the returned condition of the device. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, leakage of the trocar. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning. (B)(4).